Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).

Event description:
A consumer reported that the system had intermittent or non power from the footswitch during a cataract surgery. System message was displayed. Per the reporter, the surgeon wasn't hearing the phaco from the handpiece as he was working on a soft cataract and he was only getting torsional phaco. He was only listening out for the intelligent phaco longitudinal sound but due to the nature of the soft cataract the vacuum was not building enough to engage the intelligent phaco. The procedure was completed with no pt harm. Add'l info has been requested but not received to date.